Event description:
Patient has cardiogenic shock which required an axillary impella 5.5. This was done as a bridge to transplant. His device acutely failed. We pulled it back into the aorta. On the way to CT, the impella began alarming "impella stopped" and "impella stopped, retrograde flow" p level dropped to 0. Attempted to reset p level. Did not work. Began alarming again. Returned to room, changed consoled, experienced the same alarms, impella @ 45. Echocardiogram paged. CT surgeon at bedside and pulled impella out of the heart into ascending aorta during echo. Pt transported emergently to or for replacement. Patient was brought to the or for exchange. Intra-operative echocardiogram demonstrated a depressed and dilated lv. There was no lv thrombus. Th old device was removed uneventfully. The graft was completely de-clotted. The valve was crossed uneventful. The impella was inserted uneventfully. The impella was directed away from the mitral valve and measured about 6.0cm from the aortic valve. The device was functioning well. His septum was midline. It was flowing about 4.5l at p8. His drips were adjusted. The axillary cutdown site was hemostatic. Overall, he tolerated the procedure well and was transferred back to the ICU in stable condition. Defective device was given to on-site device rep per direction from manager and charge nurse for further diagnosis. Impella devices need special packaging requirement and are time sensitive for patient safety so manger gave approval to release to vendor from the or.